Event description:
Eminent clinical trial. It was reported that in-stent restenosis occurred. The patient underwent treatment with the study stent on (B)(6), 2017 as part of the eminent clinical trial. The target lesion was located in the left mid superficial femoral artery (sfa) with 80% stenosis and was 70 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as a tasc ii a lesion. The target lesion was predilated and a 6 mm x 100 mm,75cm eluvia drug-eluting vascular stent was implanted. Following post dilation, residual stenosis was 0%. On (B)(6), 2017, the patient was discharged with antiplatelet therapy. On (B)(6), 2020, the patient was noted to have restenosis in the stent on the left leg. Angiography without revascularization was performed. On (B)(6), 2020, the patient was hospitalized for treatment of in-stent restenosis. On (B)(6), 2020, the patient eventually underwent revascularization on the same day. The event was considered resolved. On (B)(6), 2020, the patient was discharged from the hospital. It was further reported that the isr noted on (B)(6), 2020 was >90% stenosed in region of mid sfa outside of the stent and also in middle of the stent and an intervention was planned on a later date. February 13, 2020 the subject was hospitalized for the planned revascularization procedure of the in-stent restenosis. Angioplasty was performed with 2 6/80 mm drug coated balloons at the multiple higher-grade to high-grade new stenosis in the proximal and mid sfa segment (target lesion) and 2 6/150 mm drug coated balloons at the femoral popliteal junction and distal sfa segment (non-target lesion). Post dilation residual stenosis was 0%. On (B)(6), 2020 the event was considered resolved and the following day the subject was discharged and dual antiplatelet therapy was recommended.

Manufacturer narrative:
Device is a combination product. A1: patient identifier - (B)(6). E1: initial reporter facility name- (B)(6).e1: initial reporter city - (B)(6). B5 describe event or problem: updated the subject's discharge date post the index procedure. Initially reported the date to be(B)(6)2017 and corrected to (B)(6)2017.

Manufacturer narrative:
(B)(6).

Event description:
Eminent clinical trial it was reported that in-stent restenosis occurred. The patient underwent treatment with the study stent on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in the left mid superficial femoral artery (sfa) with 80% stenosis and was 70 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm and was classified as a tasc ii a lesion. The target lesion was predilated and a 6 mm x 100 mm, 75cm eluvia drug-eluting vascular stent was implanted. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the patient was discharged with antiplatelet therapy. On (B)(6) 2020, the patient was noted to have restenosis in the stent on the left leg. Angiography without revascularization was performed. On (B)(6) 2020, the patient was hospitalized for treatment of in-stent restenosis. On (B)(6) 2020, the patient eventually underwent revascularization on the same day. The event was considered resolved. On (B)(6) 2020, the patient was discharged from the hospital.